Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens continued to have a crack at the haptic optic junction. Company IV injectors were replaced with new ones, however, the issue persisted. A lens loading in service was conducted, but the problem still occurred. It was also stated that the lens had a crack adjacent to the haptic. The lens was implanted using the company IV injector, and all lens loading processes were performed correctly. The crack was observed after implantation. The location of the crack did not warrant removal, as the risk was considered to outweigh the benefit. Additional information has been requested.